Event description:
It was reported that the patient presented for an elective replacement device procedure. During the procedure, the right ventricular lead exhibited out of range sensing threshold and out of range impedance value. Upon visual inspection, the lead exhibited an insulation breach. The lead was capped and replaced. The patient did not experience any adverse events throughout the procedure.